Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that customer had been running low blood glucose due to settings. Customer stated that they have to keep adjusting and they are in contact with the educator to make changes. No further information provided.